Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported a pt who previously received a titan hra (metal) implanted sustained a fall and ruptured the rotator cuff. A revision surgery was performed and a reverse shoulder system was implanted. The pt is currently enrolled in a (B)(6). The surgeon does not feel this event was related to the titan hra implant or the surgical procedure.